Event description:
It was reported that the right atrial lead had dislodged. It was noted that the right atrial lead was pacing the right ventricle. Dislodgement was confirmed via fluoroscopy. The lead was repositioned successfully on 9 mar 2023. The patient was in stable condition.